Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. Event, implant, and therapy dates: estimated date (reported as occurring two weeks prior to alert date on (B)(6) 2013).

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with no damage noted. A query revealed no other incidents for leaks or air in the system reported from this sds lot. A review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. There was no potential product deficiency identified with the sds. During functional testing, the balloon held pressure and there was no air at the distal end of the balloon as reported. A leak test was performed with a test indeflator and the returned stopcock and because bubbles were noted when negative was pulled, this suggests that the likely cause for the reported air noted in the distal end of the balloon was due to the stopcock pulling in air during preparation. With air introduced into the system, once pressure is applied to inflate the balloon, the air would likely been seen in the distal end of the balloon as reported. A leak in the stopcock was confirmed. In this case, a potential product deficiency has been identified with the stopcock. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Event description:
It was reported that a vision rx stent delivery system was prepared according to the instructions for use manual and advanced to the lesion. The balloon was inflated to 14 atmospheres with an indeflator 30/30 inflation device and there was air noted in the distal end of each of the balloons. The device was used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.